Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart alarm noted. The insulin pump was monitored for several days and no blank display anomaly noted. No damage found on the c13 interface board or c13 lcd isolation tape noted. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an unexpected restart alarm and time and date had to be reset. Customer's blood glucose was 314 mg/dl. It was reported that insulin pump was not stored or not in use for an extended period of time. Customer was advised that insulin pump would need to be replaced.